Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The manufacturer's representative (rep) reported impedance measurements of greater than 40000 ohms on electrodes 0-4. The patient denied any falls or deviations that he could remember. Impedances were checked at 3 volts and they tested stimulation on every electrode. At the time of the report, the issue was not resolved. A surgical consult would occur on (B)(6). Surgical intervention was planned, but not scheduled. A revision would be scheduled some time in the future. When the patient would have the revision, the lead would be sent in for diagnostics. Relevant medical history included non-malignant pain and spinal stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (B)(4) indicated that the stim lead body conductor was broken at the injex anchor site. Analysis of the ins (B)(4) indicated that the ins was functionally okay, no significant anomalies. Product analysis #(B)(4): the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 21. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 1 hour 23 minutes and the battery charged from 3.755v to 3.880v. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count is 2. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Analysis results for the implantable neurostimulator (ins) [s/n: (B)(4)] and lead [s/n: (B)(4)] were not available at the time of this report. A follow-up report will be sent when analysis is complete. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that system explant was completed, and the components were returned. There were no reported patient symptoms. The patient's indications for use also included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had a replacement about 90 days. No further information was reported.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: neu_siliconeanchor, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the patient had a replacement done because one of the electrodes broke. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.